Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.